Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to crack/crushed valve caused by incorrect air pressure setting for valving or due to defective component from supplier. A review of the device labeling have been conducted for investigation purposed. The IFU is attached in the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a urinary tract infection, and a foley catheter was placed on (B)(6) 2025. The catheter was checked before use and found to be normal, lubricated with silicone oil, and functioning properly after installation. On the morning of (B)(6) 2025, the patient noticed leakage. The nurse replaced the catheter with a new one. Upon further examination of the leaking catheter, it was found that one side of the balloon was inflated normally while the other side was only partially inflated, and there was leakage at the injection port.

Event description:
It was reported that the patient had a urinary tract infection, and a foley catheter was placed on (B)(6) 2025. The catheter was checked before use and found to be normal, lubricated with silicone oil, and functioning properly after installation. On the morning of (B)(6) 2025, the patient noticed leakage. The nurse replaced the catheter with a new one. Upon further examination of the leaking catheter, it was found that one side of the balloon was inflated normally while the other side was only partially inflated, and there was leakage at the injection port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.